Event description:
The dialysis nurse reported an incident in which the twist clamp broke off the rest of the patient's transfer set. Per the nurse, the set had been in use for about four months. The set was replaced and prophylactic antibiotics were administered. No patient injury or further medical intervention was associated with this report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 25, 2007. Concomitant medical products & therapy dates: homechoice automated pd cycler; 2007. Homechoice 4-prong apd cassette; same day. Dianeal 1.5% dextrose low calcium pd solution; same day. Dianeal 2.5% dextrose low calcium pd solution; same day. Dianeal 4.25% dextrose low calcium pd solution; same day. Flexicap disconnect cap; same day.